Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the power button was damaged due to physical stress. As a result of this damage on the camera section, there was a loss in water tightness. Upon further inspection, it was observed that the coating of the image guide serpentine was peeling due to deterioration. It was also observed that there was a pinhole on the biopsy channel causing a loss in water tightness due to a handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the control unit was sticky due to water leakage caused by fluid invasion from the body control unit. Lastly, a dent was observed on the connecting tube due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the airway mobilescope had breakage of the camera section. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the image guide serpentine was peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled off due to stress of repeated use, external factors and/or handling of the device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.